Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens but the surgeon changed his mind for a different size lens and the lens was removed. There was no patient injury. The lens was discarded by the facility. The reporter stated the event was not lens related.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): lens was discarded by the facility. (B)(4). Other text: lens was discarded.